Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative patient result was obtained from a veritor analyzer. The user visually observed lines on the test cartridge, questioned the analyzer result, and immediately inserted the same test cartridge into a different veritor analyzer, which provided a positive result. It was noted the user then took the same test cartridge and inserted it into the initial veritor analyzer, which provided a negative result. No confirmatory testing was reported. The user did not specify which analyte from the kit was affected. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
The following fields have been updated with corrected and/or additional informationg4: PMA / 510(k)#: (B)(4).

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative patient result was obtained from a veritor analyzer. The user visually observed lines on the test cartridge, questioned the analyzer result, and immediately inserted the same test cartridge into a different veritor analyzer, which provided a positive result. It was noted the user then took the same test cartridge and inserted it into the initial veritor analyzer, which provided a negative result. No confirmatory testing was reported. The user did not specify which analyte from the kit was affected. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. There were no health impact or consequences reported. (B)(4).